Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by posterior cuff tabs remaining in the pre-deployed positions. There was no needle strike marks at the posterior foot, suggesting that the posterior needle was deflected away from posterior foot pocket instead of being engaged with the posterior cuff during needle deployment as intended. A posterior cuff miss would result in a failure to retrieve the suture as observed. Because the suture was not retrieved, the knot could not be form. A needle to cuff miss can be influenced by but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. However, the needle trajectory of every device is verified during manufacturing. During testing, the plunger was inserted and the needle trajectory, depth and push mandrel travel were acceptable. The analysis also noted that tissue was detected inside the posterior cuff with its tabs intact; this finding indicates that anatomical conditions may have influenced the needle trajectory during use. However, this could not be conclusively determined. There was no evidence of a product quality deficiency. The analysis, inspection criteria and successful testing results indicated the cause for the posterior cuff miss appears to be related to the operational influences during use and not a product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection by manufacturing. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating that all lot release testing met specification. In addition a query of the complaint database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all relevant information.the perclose proglide device reported under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a cerebral angiogram procedure which used a 6 fr sheath. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A starclose device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.